Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 450 mg/dl on the day of call. Troubleshooting was declined for the high blood glucose due to a no delivery alarm on the insulin pump. The no delivery was resolved by changing the infusion set and reservoir. The reservoir was not returned for analysis.